Event description:
It was reported that particulate matter was found in a transfer set before it was opened from its original packaging. This was before use. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). ¿it was reported that particulate matter was found outside the fluid path before it was opened from its original packaging.¿ the actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection, particulate matter was observed within the package and outside of the fluid pathway of the device. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.